Event description:
The customer reported that the device wasn't recognizing the battery.

Manufacturer narrative:
(B)(4). The customer reported that the device wasn't recognizing the battery. The device was evaluated at philips. Reseating the connector for the battery pca resolved the issue.